Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed with the naked eye noted a crack at the side of the welded cassettes. Under water pressure testing was also performed and observed a leak at the crack location. The reported condition was verified. The cause of the cracked cassette could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice cassette leaked from an unspecified location. This occurred at home prior to treatment for peritoneal dialysis therapy. A new set was obtained in order to continue with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.